Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed and replicated the reported issue where the instrument jaws failed to close properly. Investigation identified one severely bent grip, resulting in a 1.5 mm misalignment at the tips. Additionally, the molded insulator on the jaw was found to be dislodged, although it remained attached to the component. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a force bipolar instrument was not working, the jaws were not closing properly. The procedure was completed.